Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found error 22028 indicating instrument engagement fault on the unit yaw, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was then installed onto a patient side cart (psc) fixture test platform (pftp) where carriage switch was found to be failing on the axes controller, carriage interface (acci) assy, replicating the reported event. Once testing was completed, the acci assy was aba tested and was verified to be the source of the fault. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. Failure analysis was able to conclude that the acci assy was found to be the root cause of the reported event.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, on universal surgical manipulator (usm) 1 axis 3 was a recoverable fault 22028 . Technical support engineer (tse) had customer move the arm to a neutral position and perform a hard power cycle with no change. Tse recommended customer bring in a different patient side cart (psc) to complete the case. Customer is either moving the case to another room or bringing in a psc from another system. The procedure was aborted to another dv system with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: ports were not placed when the issue was identified. The procedure was completed by using a different patient side cart (psc). N/a regarding if there were any injury to patient. Patient demographics were not provided.